Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 2 segments. The medial (15 cm length) and distal (35 cm length) fragments were received for analysis. The proximal fragment was not returned for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate therapy. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the fixation helix was found stretched, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to fracture with noise leading to inappropriate detection of vf, with inappropriate ICD shock on t-wave leading to persistent vf requiring for more appropriate ICD shocks. Should additional information be received, this file will be updated.

Event description:
This rv lead was explanted due to fracture with noise leading to inappropriate detection of vf, with inappropriate ICD shock on t-wave leading to persistent vf requiring for more appropriate ICD shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.